Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the leadless implantable pulse generator (ipg) implant, device interrogation revealed a message alert for cold weather and low battery voltage was noted. A leadless ipg was to occur within 48 hours. The 48 hour evaluation revealed the same results. The ieadless ipg was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: eval code result (fdr/annex c), product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Hybrid analysis when powered with an external supply, telemetry was functional, and the system current drain was nominal. No hybrid anomalies were found. Battery analysis found no evidence of internal shorting or battery defects. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis when powered with an external supply, telemetry was functional, and the system current drain was nominal. No hybrid anomalies were found. Battery analysis found no evidence of internal shorting or battery defects. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.